Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was harder to press and few times to respond, scratches on screen, back light was more dim, had to rewind more than once per prime before. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.